Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced signal loss and was unable/unwilling to answer how long the signal loss occurred while the bluetooth icon was blinking on the receiver. The patient felt unwell and became confused. She sat down and drank some juice. Her granddaughter noticed she started banging her head and then suddenly collapsed. The granddaughter immediately called 911. When the medics arrived, the patient¿s receiver was showing a "signal lost" alert. They took a fingerstick reading, but the patient was already unconscious. She was given IV fluids with glucose, and once she regained consciousness, they gave her a peanut butter and jelly sandwich. When she arrived at the emergency room (ER) her cgm is reading 388mg/dl while the fingerstick reading was 284 mg/dl. She stayed for about three hours for observation. No additional medication was given upon discharge for hyperglycemia. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.